Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii results for one patient sample with the cobas e 801 module serial number (B)(4) compared to a wako accuraseed. The customer reported the ft3 iii results to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e801 module, cobas e 411 immunoassay analyzer, and an abbott architect analyzer. The investigation site e801 module serial number was (B)(4). The e411 serial number was (B)(4). The ft3 iii reagent used at the investigation site on the e801 was lot number 510082 with an expiration date of 28-feb-2022. The ft3 iii v2 reagent used at the investigation site on the e411 was lot number 567499 with an expiration date of 30-nov-2022. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.

Manufacturer narrative:
The sample was requested for investigation.

Manufacturer narrative:
Further investigations were performed on the patient sample. An interfering factor against the idiotype of the monoclonal antibody of the ft3iii assay has been confirmed within the sample. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A product problem could not be found.